Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading was 423 mg/dl and 555 mg/dl at the hospital, then blood glucose went to unreadable. Customer was vomiting and stomach pain. Diagnosed diabetes ketoacidosis. Caller stated that the infusion sets and reservoirs were changed three times. Two infusion sets had a bent cannula. Customer in ICU. Hospital treating with insulin drip. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.